Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was not returned, therefore an evaluation of the actual sample was unable to be conducted. A review of the review of the device history record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. Functional testing was conducted. A current glidewire product sample was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the shaft semi-circumferentially, where the core wire was exposed. The shear cross-section was noted to be in the smooth state. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that that the urethane outer layer was sheared off the actual sample when the actual sample was subjected to a withdrawing manipulation through the involved metal needle, in the state of the actual sample having contact with it. However, with no return of the actual sample the exact cause cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer on the involved radifocus guidewire m device. The actual sample was used in combination with a metal needle for the drainage of an abscess located near the pancreas. Noticing that the position of the guidewire at the abscess was not adequate, the customer decided to withdraw the actual sample. Feeling some resistance during its withdrawal, he added force and pulled the actual sample out of the patient. A CT after the procedure revealed a piece of sheared urethane outer layer approximately 2cm in length remaining around the abscess. After the procedure, the patient showed the symptom of original abscess inflammation but no development of a fever or inflammation caused by the urethane outer layer remaining in the body. The patient is planned to receive enucleation of the abscess as soon as the inflammation subsides, then the sheared urethane outer layer remaining in the body will be removed.